Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. It was reported that there was poor communication on the patient programmer and that it wouldn¿t work with or without the antenna attached. The hcp reported that they were unable to communicate with the implantable neurostimulator (ins) to put it into MRI mode. It was confirmed that the recharger was working fine and was able to connect. The patient¿s stimulation was turned on, but they were still experiencing pain. Additional information provided on (B)(6) 2017 reported that the patient went in for an MRI but was unable to turn off their ins or put it into MRI mode because it was showing ¿poor communication.¿ troubleshooting steps were not possible at the time as the patient didn¿t have access to their programmer. It was reviewed that there may be a malfunction with the patient programmer that could be replaced by the repair department. The patient was to follow up with their healthcare provider (hcp) and had an appointment scheduled for (B)(6) 2017. Indications for use are non-malignant pain and radiculopathy.

Event description:
Additional information received from the consumer indicated the patient had an appointment with a manufacturer representative (rep) on the day after the report and wanted to put the ins in MRI mode. The patient didn't want to troubleshoot the programmer and was "sick of dealing with trying to fix it over the phone."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.